Event description:
A customer reported that the t: slim x2 pump battery would not charge, and there was a power source alert history indicating alert 07. The customer used both the tandem charging cable and wall adapter. Tandem advised the customer to plug the adapter into a working outlet for at least 30 minutes, and it was confirmed that backup insulin therapy was available. The pump began charging after the customer followed these instructions. Before charging resumed, the pump had shut down but did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support informed the customer about resetting certain pump features and advised monitoring the situation. The customer understood and acknowledged the advice given.